Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the paramedics were called to treat the customer for low blood glucose. Customer's blood glucose was 175 mg/dl at the time of the incident. Date of the customer's adverse event was 12/05/2014. The customer stated they were not admitted into the hospital, but was treated by the paramedics. The customer also treated their blood glucose with food. It was found the customer's low blood glucose was caused by activity. Customer declined to troubleshoot. No additional information provided.